Manufacturer narrative:
On (B)(6) 2016 upon a follow up it was indicated that the customer was able to change supplies and resume insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was impacted (249 mg/dl) on (B)(6) 2016 and (330mg/dl) during the call with tandem technical support (cts). The customer took a correction bolus via the pump to stabilize bg level on (B)(6) and a manual injection was taken on (B)(6). During the call with cts the customer tapped " new cartridge" instead of "fill tubing" by accident and the pump requested a minimum of 50 units. It is not known how much insulin was added into the cartridge prior to the pump request of minimum of 50 units. The customer did not have additional supplies at the time of the call, a system check could not be performed.